Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device communicated with the programmer appropriately. The device paced and sensed as expected. Several high level engineering tests were performed to assess the sensing anomaly. The device case was opened and the mixed mode integrated circuit (mmic) was isolated. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The location of the damage was in a portion of the circuitry that controlled the sensing input for the device. This damage did not affect pacing. Final analysis concluded this damage occurred during the manufacturing process.

Event description:
Boston scientific received information that this device was unable to be interrogated and there was out of range telemetry. A magnet rate of 100 was noted. After troubleshooting with no success, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.